Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range shock and pace impedance measurements. Surgical intervention was performed. The rv lead was abandoned and replaced. No adverse patient effects were reported. The device remains in service.